Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead was not loosened and they proceeded with stage 2. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot#: va1swnw, serial#, implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Lead lot number updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation, who reported that the patient's ens batteries were dead. The patient switched the batteries that were given to them by their healthcare provider (hcp), but the patient was now getting a communication error. The patient was advised to follow-up with their healthcare provider (hcp). Follow-up with the patient's healthcare provider (hcp) determined that the patient's issue with ens depletion was resolved. It was noted that the batteries were dead and the lead was loose. The issue was noted as resolved and the patient had the implanted system. There were no further complication reported or anticipated.